Manufacturer narrative:
(B)(4). This complaint for an overprime was not confirmed in the lab due to unavailable sample. The cause was undetermined. A batch review was not performed since lot number was not available. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A nurse contacted global technical services (gts) regarding assistance with questions regarding priming or re-priming the patient line and seeing the cap leak while using the homechoice (hc). Gts advised the nurse that when re-priming, the extra 200ml going through the system again will send it up the patient line. Gts also explained the cap is vented and it is ok if it leaks. No injury or medical intervention was reported.